Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No excessive no delivery or occlusion alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump's backlight was dim and it was harder to read. Customer stated that insulin pump was locked up and unresponsive. Insulin pump received unexplained no delivery alarms. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.